Event description:
Reporter alleged obtaining the results of 195 mg/dl and 95 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported and confirmed by telemetry that a non-critical pump alarm occurred. The alarm was due to an elective replacement indicator. It was noted that the pump was implanted in 2007. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2010. Six months later, the pt's ipg indicated a low ipg battery. Further review of the device's programmed parameters found that the device was experiencing battery passivation. The low battery message was cleared and the device remains in use. Follow-up on the pt found no further issues reported.